Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. . D10: 010000664 g7 pps ltd acet shell 54f unknown.

Event description:
It was reported that the g7 freedom liner did not lock inside the g7 shell. The initial cup was able to be implanted. The case was completed with replacing the freedom liner to a high wall liner. There was a sixty (60) minute delay.

Manufacturer narrative:
(B)(4). G2: foreign: finland. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the g7 freedom liner did not get locked into the g7 shell. There was a sixty (60) minutes delay in the surgery.